Manufacturer narrative:
G5:510(k)#: k102985. B4:14jul2021. The field service engineer (fse) replaced the ventilator's cpu. Performed all tests required by the service manual associated with the repair. All tests passed per service manual requirements.

Manufacturer narrative:
The cpu was returned for investigation. Piezo buzzer (ls1) was failing intermittently due the insulation resistance was out of specification at 460 kohms.

Event description:
The customer reported that backup alarm test failed error in the significant event logs. The customer contacted product support and reported error in the significant event logs. Product support advised suspect per service manual. The customer reported that the unit was not in use on a patient.